Manufacturer narrative:
(B)(4) analysis of the sample confirmed that tubing had a cut very near the insertion site. The most likely cause of this failure is due to an inadvertent cut that occurred with the placement of the catheter. Since the investigation suggests the source of the failure was user related, we were unable to provide a corrective action. We will, however, continue to track and trend future feedback for similar issues.

Manufacturer narrative:
(B)(4). A follow up submission will be completed when investigation is final or if additional information becomes available.

Event description:
A small fracture/tear was noted just past insertion site, so drainage fluid was leaking out. The catheter was placed in early (B)(6), and it had been draining fine prior to this, even after sutures removed. Drain had to be removed due to leak. Patient is being monitored to see whether they need to replace. No injury or harm.